Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested bench repair to resolve the issue. Bench repair is currently pending.

Manufacturer narrative:
The v60 device was sent to bench repair where the reported issue was confirmed. Bench repair determined that the central processing unit (cpu) printed circuit board assembly (pcba) malfunctioned and required replacement. Bench repair replaced the cpu pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.